Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the ir department, the dilator hub appeared to separate from the dilator. This occurred while the dilator was being reinserted into the pt and locked into the sheath hub. As a result, the sheath and dilator were removed. There was not another attempt at the procedure. There was no reported delay, death, or complication to the pt aas a result of this issue or occurrence.